Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a revision the day prior to call. The patient got a new lead in a different area and it went without complication. They had been unable to urinate on their own since the revision. The patient was confident that stimulation was on. Prior to revision, the patient had a gradual loss of therapeutic effect. Their urine output diminished and they were not completely emptying. The lead sticking out did not bother the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ekph, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead interrogation and reprogramming did not help, so the lead was replaced. As a result, the patient had effective therapy with 50% or greater symptom reduction.

Event description:
It was reported that during implant, the surgeon had difficulty implant the lead and it was not put deep enough. The lead could be seen sticking out on the patient¿s buttocks. The patient thought the lead had moved. Following a dental appointment, the patient experienced discomfort and urgency. The patient was not able to urinate and had to catheterize. Stimulation was too high and the patient had to decrease to 0.1 v. The patient still felt stimulation and discomfort, but could not urinate on their own. Therapy response had been erratic; the patient had been set between 3.0 v and 1.7 v for a year. Therapy worked up to six months prior to call. The patient had to catheterize since that point. Four days later, the patient thought they had a uti. Two weeks later, the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.